Event description:
It was reported that an ilet pump became fully depleted and, when placed on a charger connected to a power strip, continued to display an out-of-battery message until the charger was plugged directly into a wall outlet, after which the pump booted and showed a low state of charge and the system displayed dosing stopped with cgm temporarily disconnected. Symptoms included no patient symptoms or adverse clinical effects. Outcomes included transient interruption of insulin delivery with no impact to blood glucose and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the device functioned as designed once proper wall power was used and that use of a power strip likely prevented adequate charging. It was concluded that the event was related to use conditions involving the charging setup and not a device malfunction.